Manufacturer narrative:
Concomitant medical products: 1388tc; 0158, implanted: (B)(6) 2003. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead experienced a fracture. The superior vena cava (svc) coil was programmed off and the rv lead remains in use. No patient complications have been reported as a result of this event.